Manufacturer narrative:
This report contains correction in section d6a implant date.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate shocks and anti-tachycardia pacing (atp). Device interrogation revealed a code 1005, indicating an open circuit condition. The patient was in supraventricular tachycardia (svt) while riding a bike. Due to elevated atrial frequency above atrial tachy response (atr) threshold, device was in atr during episode and rhythm was evaluated as stable, as a result therapy was delivered. Troubleshooting for right ventricular (rv) lead integrity issue was conducted and no artefacts were able to be reproduced through provocative maneuvers. All other measurements were stable. This rv shock impedance measurements were out of range and showed a gradual increase from 130 ohms to 160 ohms. The physician plans to discuss further if this lead and device needs to be replaced. This rv lead currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate shocks and anti-tachycardia pacing (atp). Device interrogation revealed a code 1005, indicating an open circuit condition. The patient was in supraventricular tachycardia (svt) while riding a bike. Due to elevated atrial frequency above atrial tachy response (atr) threshold, device was in atr during episode and rhythm was evaluated as stable, as a result therapy was delivered. Troubleshooting for right ventricular (rv) lead integrity issue was conducted and no artefacts were able to be reproduced through provocative maneuvers. All other measurements were stable. This rv shock impedance measurements were out of range and showed a gradual increase from 130 ohms to 160 ohms. The physician plans to discuss further if this lead and device needs to be replaced. This rv lead currently remains in service. No adverse patient effects were reported.